Manufacturer narrative:
A medtronic representative (rep) tested the equipment at the site. The rep bypassed the video splitter and the monitor remained white, even when only the input was disconnected. Once the rep re-seated all video connections and restarted the system, both monitors came up as normal. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an endoscopic cyst fenestration procedure. It was reported that during the case, the staff cart monitor was white while the surgeon monitor was functioning normally. The site brought in another medtronic navigation system to continue the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.